Manufacturer narrative:
Based on details of the case, it appears that the customer was using a mixture of two different strip lot numbers (expired test strips 45001j227 & valid test strips 4500169431). We were unable to clarify which readings came from each strip lot number. The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of "lo" (reading less than 1.1 mg/dl), 2.2 mmol/l, 4.5 mmol/l, 4.8 mmol/l, 15.6 mmol/l, 11.4 mmol/l and 17.4 mmol/l within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The useful life of lite meters is 5 years. As the manufacturing year of this product is 2010, it has been in distribution beyond its useful life at the time of the complaint. Since the product exceeded its useful life, it is determined to have met specification when the product was released and through its lifespan. Therefore, no further investigation activities are required for the meter. A DHR (device history review) for the precision test strips were reviewed. The DHR showed the precision test strip passed all tests prior to release. Retain testing was performed for the precision test strip and all units performed in specification and passed. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show that the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of "lo" (reading less than 1.1 mg/dl), 2.2 mmol/l, 4.5 mmol/l, 4.8 mmol/l, 15.6 mmol/l, 11.4 mmol/l and 17.4 mmol/l within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.